Manufacturer narrative:
Physio-control further evaluated the device and observed that the lid latch was installed backwards. This caused an inability for the power switch to be activated when the lid is opened. It is unknown at what point the lid latch was installed backwards.

Event description:
The customer reported that their device would no longer power on. The latch which holds down the lid on the device was loose and not secure as well. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.